Event description:
Pt was diagnosed with post-surgical calvarial defect. Pt had 2 prior surgeries for chiari 2 malformation. Surgery in 2002 was posterior fossa cranioplasty using norian and resorbable mesh. Pt was diagnosed with failed chiari surgery with meningocele, pseudomenigocele formation, and fractured cranoplasty plate. Pt underwent surgery for removal of fractured cranioplasty plate, repair csf leak, duraplasty and remodeling posterior or cranial fossa with titanium/mesh/arcrylic cranioplasty.